Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer that experienced a connection issue between the minicap transfer set and the titanium adapter. The customer reported that the transfer set was pulled apart from the proximal end where it screws into the titanium adapter. The transfer set was replaced. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.